Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, scope communication error (e226) was observed. The repair center technician assessed the condition and determined that the cause of scope error was due to transmitter and receiver (txrx) module failure. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to transmitter and receiver (txrx) module failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.